Event description:
It was reported by the customer that the pyxis medstation es system drawer failed to stay closed. This incident resulted in a delay to patient care and there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 5 on the main unit was not registered as closed due to magnet missed from the latch insep. A field service engineer resolved the issue by replacing the insep. The system functioned as intended after the field service engineer troubleshooted the device.